Event description:
The facility nurse reported by phone, flogard device 2m8063, "ran faster than it was set to run" during pt use in 2008. Event occurred during pt infusion in 2008. Info regarding drug involvement was not reported in the initial report. This writer contacted customer about one week later, to obtain additional event info. The customer stated, during administration of a phiser brand steroid medication, sol-medrol, to a pt to treat a multiple sclerosis symptom "flare up", the medication (1000mg) was diluted to infuse at a rate of 120ml/hr as a primary infusion. The nurse stated the pump set up was performed correctly and without incident, and the pump was programmed to infuse at a rate of 120ml/hr. The set up and programming were not double-checked by a second nurse. While the nurse was still in the pt's room, the end of the bag alarm sounded 10 minutes after the start of the infusion. The nurse checked the pump and the medication bag and noted the entire bag contents (120 ml) had been infused into the pt within 10 minutes, not 1 hr. The nurse double checked the pump's set up and programming and did not observe any abnormalities. The nurse stated the tubing used with the pump was a baxter clearlink set product code 2c8401s. The lot # of the set was unk. The nurse did not note any abnormalities associated with the set. Hosp staff discarded the set after the incident occurred. The nurse stated the pt did not suffer any adverse symptoms related to the event and is doing fine. Medical intervention was not required. The pump has been returned to baxter for evaluation.

Manufacturer narrative:
This device has not yet been received for evaluation. Should the pump be received for evaluation, a f/u report will be filed upon completion of the evaluation, or if additional info becomes available.